Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Approximately two years later this device was explanted due to an unrelated product performance issue and returned for analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms. Additionally, noise as a result of electromagnetic interference (emi) was observed. A revision procedure was performed and the rv lead was explanted and replaced. The chronic device remains actively implanted. No other adverse patient effects were reported.